Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Visual inspection found no defects. There was a lot of eschar on the jaw plates. The device was detected by both the device and generators. It was activated ten times on a saline soaked towel with satisfactory results. All seal cycles were completed satisfactory and end tones were heard indicating completed activation cycles. No fault was found. The knife moved smoothly along the track and passed the silicone strip testing. The knife blade was not exposed. The investigation found the device to function normally and within specifications. The instructions for use (IFU) also states, keep the instrument jaws clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Do not activate the instrument while cleaning. Wipe jaws surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during exploratory laparotomy, partial liver resection and completion cholecystectomy, the device was able to activate/seal tissue but it would not cut. The surgeon noticed that when they pulled the knife blade, the blade was coming out from the side of the device and was exposed, and they stopped using it. No new product was opened, the issue was noticed towards the end of the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the surgeon noticed knife blade was exposed within jaws and stopped using device. There was no patient injury.